Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra plus reflect meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2021 at 7:30 pm, he obtained an inaccurate high blood glucose reading of ¿128 mg/dl¿ with the subject meter. The patient informed the cca that his normal blood glucose range is between ¿99-101 mg/dl¿. The patient manages his diabetes with a combination of insulin on a self-adjusting dose (humalog during the day and lantus at night). In response to the elevated reading, the patient reported administering an increased dose of humalog (10 units instead of 8) at approximately 7:35 am. The patient claimed that at 11:00 am, he became ¿hypoglycemic¿ with symptoms of ¿sweating and belly shaking¿. The patient claimed he treated himself with food and drink at approximately 11:30 am. The patient informed the cca that he is now feeling good. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.